Event description:
It was reported that during a laparoscopic bypass procedure, it was observed that the stapler stopped midway and became blocked at the first stapling. The surgeon performed an emergency maneuver to open the stapler but it remained jammed and closed. After several attempts the stapler opened and unlocked. There were no patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch #unknown. Additional information was requested, and the following was obtained: there were no serious consequences for the patient but the operateors had to perform several manipulations to solve the problem (lengthening the operating time for the patient). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98a8f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.